Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver had no display and only vibrated continuously. Functional testing could not be performed and a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective u4 component.